Manufacturer narrative:
Updated the following fields: medsun # (B)(4) in h10, 510k number k152864 in g4, type of report follow up 001 in g6.

Event description:
On 08/29/2024, merge healthcare received a copy of a medsun report. A merge hemo customer reported that the client/documentation side of the device had a spinning wheel on the screen during a st segment elevation myocardial infarction procedure. Merge hemo continued to display and update the patient's vital signs. The user, a registered nurse, waited approximately four minutes and then rebooted the client/documentation pc so that documenting the procedure could continue. Merge healthcare has investigated the issue, based on what the customer provided in the medsun report. It appears that the spinning wheel issue probably occurred due to a software defect. Merge healthcare is working with the customer to provide a software update. There have been no reports of patient injury or harm because of this issue. Reference: (B)(4).

Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in this supplemental report include the following: g6 - indication that this is follow-up report 002 h2-indication of additional information h6 - medical device problem code:remove 2880 investigation conclusion code: remove 58 added 44. This is the final report for 2183926-2024-00013.